Event description:
Healthcare professional (hcp) reported 3 incidents of clotting on the CT 190g dialyzer. The clotting occurred on the initial use of the dialyzer. The hcp stated they are not a reuse facility. No pt injury or medical intervention was reported by the hcp.